Manufacturer narrative:
The technician adjusted the brake caster to resolve the issue. The technician also replaced the broken power plug. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged, the brake caster would not hold. No injury reported.